Event description:
I had a hysterectomy and installed bladder sling due to prolapsed organs and bladder leakage when sneezing, coughing or laughing. After healing, sex was painful. I assumed everything had been "tightened up" too much. We haven't had intercourse for 6 years because it was so painful. Worse part though is that I get bladder infections about every 2 months no matter what I try to do to prevent them. I am going to talk to my doctor and see if it can be removed. I would rather have some leakage than constant infections.